Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clamp does not clip, the staple does not hook on the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.